Event description:
It was reported that surgeon was using a ps femoral trial and using size 5-11mm cr tibial poly trial when he noticed that the inferior/anterior side of the trial was shaved off, most likely due to impacting trial into the tibial tray. We ended up using size 5-11mm ps trial and the outcome was outstanding. No unusual circumstances.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The reported event was confirmed. Damage to the rails of the distal surface was observed and is most likely from contact with the tibial baseplate. Macro features on the fracture surface indicated that the distal rail surface broke from overload conditions with the fracture progressing first from the outside distal posterior edge toward the inside of the hollow trial. No material or manufacturing defects were observed during this examination.

Event description:
It was reported that surgeon was using a ps femoral trial and using size 5-11mm cr tibial poly trial when he noticed that the inferior/anterior side of the trial was shaved off, most likely due to impacting trial into the tibial tray. We ended up using size 5-11mm ps trial and the outcome was outstanding. No unusual circumstances.